Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v022997, implanted: (B)(6) 2007, product type: lead. Product ID: 3889-28, lot# v022997, implanted: (B)(6) 2007, product type: lead. (B)(4)

Event description:
The consumer reported that the patient's device was removed 2 years ago because the lead dropped and she got an infection from it. The patient had a scheduled physician's appointment. The indications for use include urinary dysfunction and sacral nerve stimulation. Patient symptoms and troubleshooting were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's device was removed 2 years ago because the lead dropped and she got an infection from it. The indications for use include urinary dysfunction and sacral nerve stimulation. Patient symptoms and troubleshooting were not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.